Event description:
On 2025-dec-05 additional information was received from the patient. They reported that the ins location was painful for the patient, it was raising their skin on a corner and the other part was hitting the bone and the patient wanted it moved. The patient said they went to springfield to do a lot of tests and they discovered the lead was not where it was supposed to be and the urologist decided it was not working right, and wanted the patient to get a whole new implant and lead but the manufacturer rep who was there on the 21st tested their implant and it was still good, so they were going to move it. They had a revision surgery about 3 weeks ago and they reimplanted the same stimulator and told the patient they had a new lead wire, but the other girl botched it.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2q7j3, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had gone through all of the programs and ins was still not working and was the worst one they had had to use. Reviewed therapy adjustment options and redirected to hcp. Patient will charge communicator and call back if further assistance is needed activating MRI mode. Email sent to patient with MRI mode instructions. Additional information was received from the patient (pt). Patient repeated information from original call that the device never worked for them. Pt said there was no difference in their symptoms with device off vs on. Patient said that they met with a urologist last week and went through the initial process to prepare to have a new implant. Patient said new implant would be placed probably the earliest in mid to late (B)(6) 2025. Pt said they asked healthcare provider (hcp) if the device could be programmed for both bladder and bowel because the patient was having uncontrollable bowel movements. Patient services redirected patient to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2q7j3. Implanted: (B)(6) 2023. Explanted: (B)(6) 2025. Product type lead h6: correction submitted to include imf codes for lead. H11: correction submitted to include implant/explant date of lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the ins being tiled was not determined. They reported that was most likely caused or contributed to this issue was unknown. They reported that the cause of the lead being in the wrong spot was not determined. They reported that was most likely caused or contributed to this issue was unknown.